Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced to dilate the lesion. However, during the first inflation at 16 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified a 25mm long longitudinal tear in the returned balloon material stretching from 6mm proximal of the proximal edge of the proximal markerband towards the middle of the balloon. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced to dilate the lesion. However, during the first inflation at 16 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.